Manufacturer narrative:
With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. Unit needs heli-coils added to large starburst threads. Preventative maintenance and cleaning required at this time. The device history record showed no abnormalities related to the reported incident nor were there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. The reported complaint was not confirmed. Root cause was unknown, however, the most probable root causes are: incorrectly assembled device. Improperly tested inspected device . Improper technique used during procedure. Off-label use of device during procedure (user error). Device used with incorrect unauthorized devices accessories for procedure.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An account manager reported on behalf of the customer that the a1059 mayfield modified skull clamp slipped despite being locked on an unspecified date. There was patient laceration injuries. Additional information was received on (B)(6) 2019 and (B)(6) 2019 indicating that a posterior cervical fusion was performed on (B)(6) 2019. There was a delay of 20 minutes. The patient was under anesthesia for extended time. After the product problem occurred, the laceration to the patient's scalp needed to be washed out and stapled. The problem was also discovered before surgical preparation and the procedure was completed after they got a new mayfield and repositioned the patient.